Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included replacement of the system's hard drive. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the panorama central station's display had a blank screen and would not reboot, which may have affected telemetry monitoring. No pt injury was reported.